Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 2.1 cubie pockets failed to open. The field service engineer (fse) assisted the customer remotely to eject the cubie pocket in main drawer 2.1 position b6, using the hardware test application (hta). The customer inserted a new cubie and tested it to verify proper operation of main drawer 2.1 cubie b6. The fse then had the customer manually release the cubie in hta, resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 pocket b6 failed to open the cubies. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.